Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump stopped working, and the customer's doctor wanted someone to take a look at it. It was stated that the customer was hospitalized due to high blood glucose levels. The caller didn't have the insulin pump with her at the time of the call, and was advised to call back for troubleshooting once she had it. Later, made two attempts to reach the initial caller or customer, but both attempts were unsuccessful. Left messages. Nothing further was reported.